Manufacturer narrative:
A cracked reservoir tube lipl, cracked battery tube threads, minor scratches on the display window, cracked display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.

Event description:
Customer reported via phone, the insulin pump was squirting out insulin and it alarmed compromised force sensor system. Customer's blood glucose was 310 mg/dl, treated with manual injection. Troubleshooting was performed and the device was unable to exit the preparing to prime loop. Customer reported the drive support was sticking out and does not recall pressing it while connected. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.